Manufacturer narrative:
(B)(4). Medical product: oss tibial bearing, catalog #: 161096, lot #: 395390; oss axle and bushing, catalog #: cp116410, lot #: 753570; oss distal femoral component, catalog #: cp116407, lot #: 752420; oss modular tibial component, catalog #: cp116408, lot #: 752690; oss porous stem, catalog #: 150395, lot #: 862660; oss porous stem, catalog #: 150385, lot #: 150385. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04410, 0001825034-2018-02576, 0001825034-2018-02577. Product location unknown.

Event description:
It was reported that the patient underwent a revision procedure due to leg length discrepancy. The polyethylene bearing and assembly was removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component did not contribute to the reported event. This component was only removed to be able to remove the components that caused the adverse event.